Manufacturer narrative:
It was initially reported by the customer that they encountered a deflection issue. The pentaray nav high-density mapping eco catheter was unable to deflect or relax completely. A second catheter was used to complete the operation. There was no patient consequence. The customer's reported deflection issue is not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 13-jul-2021, the complaint device was visually inspected and it was found damaged in the tip, the puller wire was exposed. This finding was reviewed and assessed as an MDR reportable product malfunction since the integrity of the device has been compromised. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and deflection test of the returned device. Visual analysis of the returned sample revealed that was found damaged in the tip, the puller wire was exposed. Based on the information currently available, the product issue was identified during the investigation of the sample received. The deflection test failed as per the condition of the tip and the puller wire. The condition of the device was reviewed by the manufacturing team and was concluded that the tip condition is non-manufacturing related since it was confirmed that the deflection test passed 300% controls according to initial inspection and final quality control (qc) inspection records. This is being considered an isolated event and potentially attributed to excessive force applied to the device. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Additionally, the customer provided a photo of the reported issue. According to the picture provided, the tip was observed semi-deflected, however, the piston activation could not be observed. Based on the picture alone, the customer complaint was not confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # pc-(B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab identified a broken catheter tip. It was initially reported by the customer that they encountered a deflection issue. The pentaray nav high-density mapping eco catheter was unable to deflect or relax completely. A second catheter was used to complete the operation. There was no patient consequence. The customer's reported deflection issue is not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 16-jun-2021, the bwi product analysis lab received the complaint device for evaluation. On 13-jul-2021, the complaint device was visually inspected and it was found damaged in the tip, the puller wire was exposed. This finding was reviewed and assessed as an MDR reportable product malfunction since the integrity of the device has been compromised.